Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-02465. The pt received two leads from the same lot as part of his scs system (device 1). It was reported the pt was no longer able to feel stimulation in his pain area. F/u identified the leads had migrated. The pt underwent surgery on (B)(6) 2013 to replace the leads. During the procedure, the leads were explanted but the physician was unable to implant new leads (device 2) due to scar tissue. The procedure allegedly was abandoned and the pt was referred to a surgeon for a paddle lead placement. Additional f/u indicated the pt received a paddle lead on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.